Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results. The referenced device was returned to the olympus repair center and the repair inspection confirmed the customer¿s reported ¿broken¿ as broken lens inside the optical system. The inspection also noted the rigid outer tube is bent with light guide fiber breakage at the distal end of the scope. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No device has been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed by the surgical buyer at the user facility that the customer oes elite, high-definition autoclavable telescope is ¿broken¿. The scope was found broken at reprocessing. No death injury or infection and no impact to person or other was reported to olympus.